Event description:
Reported in journal article: "temporal changes in the surgical pathology of prosthetic aortic valves: a study of 157 cases spanning 26 yrs (1970-1995)", 1998:7-9-23. The study was to identify time-related changes in types, functional states, and complications of explanted prosthetic aortic valves. The study reported calcification involving the prosthetic sinuses of valsalva of a stenotic and regurgitant hancock porcine valve.